Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("miserable with chronic pelvic pain/pains were from essure") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced device expulsion ("right essure coil appears to extend to the level of the endometrial stripe"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation ("inflamed white cornual region possibly chronic inflammation at the site of the essure implants"), medical device site inflammation ("inflamed white cornual region possibly chronic inflammation at the site of the essure implants") with uterine tenderness, vulvovaginal mycotic infection ("yeast infection each month since august, each of which occurred just prior to menses/yeast infections") with vulvovaginal burning sensation and vulvovaginal pain, dyspareunia ("dyspareunia."), coital bleeding ("bleeding during intercourse"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia,"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine inflammation, medical device site inflammation, vulvovaginal mycotic infection, device expulsion, coital bleeding, dysmenorrhoea and menorrhagia had resolved and the dyspareunia had not resolved. The reporter considered coital bleeding, device expulsion, dysmenorrhoea, dyspareunia, medical device site inflammation, menorrhagia, pelvic pain, uterine inflammation and vulvovaginal mycotic infection to be related to essure. Diagnostic results: physical exam on (B)(6) 2015: uterus was mildly tender, a pelvic ultrasound was done on (B)(6) 2015 which revealed that the right essure coil appears to extend to the level of the endometrial stripe. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('miserable with chronic pelvic pain/pains were from essure/tolerate the pain') and device dislocation ('migration') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion ("right essure coil appears to extend to the level of the endometrial stripe"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), uterine inflammation ("inflamed white cornual region possibly chronic inflammation at the site of the essure implants"), medical device site inflammation ("inflamed white cornual region possibly chronic inflammation at the site of the essure implants") with uterine tenderness, vulvovaginal mycotic infection ("yeast infection each month since august, each of which occurred just prior to menses/yeast infections") with vulvovaginal burning sensation and vulvovaginal pain, dyspareunia ("dyspareunia."), coital bleeding ("bleeding during intercourse"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia,"), cough ("she started w a dry cough about a month ago"), asthma ("bronchial spasm"ashama"") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine inflammation, medical device site inflammation, vulvovaginal mycotic infection, device expulsion, coital bleeding, dysmenorrhoea and menorrhagia had resolved, the device dislocation, cough, asthma and genital haemorrhage outcome was unknown and the dyspareunia had not resolved. The reporter considered asthma, coital bleeding, cough, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, medical device site inflammation, menorrhagia, pelvic pain, uterine inflammation and vulvovaginal mycotic infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: right essure coil appears to extend to the level of the endometrial stripe.. Diagnostic results: physical exam on (B)(6) 2015: uterus was mildly tender, ¿concerning the injuries reported in this case, the following one/ones were described in social media dry cough." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. New event migration,abnormal genital bleeding was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("miserable with chronic pelvic pain/pains were from essure") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced device expulsion ("right essure coil appears to extend to the level of the endometrial stripe"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation ("inflamed white cornual region possibly chronic inflammation at the site of the essure implants"), medical device site inflammation ("inflamed white cornual region possibly chronic inflammation at the site of the essure implants") with uterine tenderness, vulvovaginal mycotic infection ("yeast infection each month since august, each of which occurred just prior to menses/yeast infections") with vulvovaginal burning sensation and vulvovaginal pain, dyspareunia ("dyspareunia."), coital bleeding ("bleeding during intercourse"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia,") and cough ("she started w a dry cough about a month ago"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine inflammation, medical device site inflammation, vulvovaginal mycotic infection, device expulsion, coital bleeding, dysmenorrhoea and menorrhagia had resolved, the dyspareunia had not resolved and the cough outcome was unknown. The reporter considered coital bleeding, cough, device expulsion, dysmenorrhoea, dyspareunia, medical device site inflammation, menorrhagia, pelvic pain, uterine inflammation and vulvovaginal mycotic infection to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results: physical exam on (B)(6) 2015: uterus was mildly tender, a pelvic ultrasound was done on (B)(6) 2015 which revealed that the right essure coil appears to extend to the level of the endometrial stripe. ¿concerning the injuries reported in this case, the following one/ones were described in social media dry cough." Most recent follow-up information incorporated above includes: on 7-jun-2018: social media report received event as dry cough is added. Reporter information are added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('miserable with chronic pelvic pain/pains were from essure/tolerate the pain') and device dislocation ('migration') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. Patient menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion ("right essure coil appears to extend to the level of the endometrial stripe"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), uterine inflammation ("inflamed white cornual region possibly chronic inflammation at the site of the essure implants"), medical device site inflammation ("inflamed white cornual region possibly chronic inflammation at the site of the essure implants") with uterine tenderness, vulvovaginal mycotic infection ("yeast infection each month since august, each of which occurred just prior to menses/yeast infections") with vulvovaginal burning sensation and vulvovaginal pain, dyspareunia ("dyspareunia."), coital bleeding ("bleeding during intercourse"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia,"), cough ("she started w a dry cough about a month ago"), asthma ("bronchial spasm"ashama"") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine inflammation, medical device site inflammation, vulvovaginal mycotic infection, device expulsion, coital bleeding, dysmenorrhoea and heavy menstrual bleeding had resolved, the device dislocation, cough, asthma and genital haemorrhage outcome was unknown and the dyspareunia had not resolved. The reporter considered asthma, coital bleeding, cough, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, medical device site inflammation, pelvic pain, uterine inflammation and vulvovaginal mycotic infection to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) no. Of coils: an essure device was then placed on the right tubal ostia with no difficulty. Four rings were noted. Left tubal ostia where an essure device was also placed there with no difficulty and after the insertion, I ring was noted protruding from the tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: right essure coil appears to extend to the level of the endometrial stripe.. Diagnostic results: physical exam on (B)(6) 2015: uterus was mildly tender, ¿concerning the injuries reported in this case, the following one/ones were described in social media dry cough." Concerning the injuries reported in this case, the following one/ones were described in medical records: uterine inflammation, pelvic pain, medical device site inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information, patient details , other relevant history added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('miserable with chronic pelvic pain/pains were from essure') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion ("right essure coil appears to extend to the level of the endometrial stripe"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation ("inflamed white cornual region possibly chronic inflammation at the site of the essure implants"), medical device site inflammation ("inflamed white cornual region possibly chronic inflammation at the site of the essure implants") with uterine tenderness, vulvovaginal mycotic infection ("yeast infection each month since august, each of which occurred just prior to menses/yeast infections") with vulvovaginal burning sensation and vulvovaginal pain, dyspareunia ("dyspareunia."), coital bleeding ("bleeding during intercourse"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia,"), cough ("she started w a dry cough about a month ago") and asthma ("bronchial spasm"ashama""). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine inflammation, medical device site inflammation, vulvovaginal mycotic infection, device expulsion, coital bleeding, dysmenorrhoea and menorrhagia had resolved, the dyspareunia had not resolved and the cough and asthma outcome was unknown. The reporter considered asthma, coital bleeding, cough, device expulsion, dysmenorrhoea, dyspareunia, medical device site inflammation, menorrhagia, pelvic pain, uterine inflammation and vulvovaginal mycotic infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: right essure coil appears to extend to the level of the endometrial stripe. Diagnostic results: physical exam on (B)(6) 2015: uterus was mildly tender. ¿concerning the injuries reported in this case, the following one/ones were described in social media dry cough." Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event was added- bronchial spasm"ashama".reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('miserable with chronic pelvic pain/pains were from essure/tolerate the pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion ("right essure coil appears to extend to the level of the endometrial stripe"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation ("inflamed white cornual region possibly chronic inflammation at the site of the essure implants"), medical device site inflammation ("inflamed white cornual region possibly chronic inflammation at the site of the essure implants") with uterine tenderness, vulvovaginal mycotic infection ("yeast infection each month since august, each of which occurred just prior to menses/yeast infections") with vulvovaginal burning sensation and vulvovaginal pain, dyspareunia ("dyspareunia."), coital bleeding ("bleeding during intercourse"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia,"), cough ("she started w a dry cough about a month ago") and asthma ("bronchial spasm"ashama""). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine inflammation, medical device site inflammation, vulvovaginal mycotic infection, device expulsion, coital bleeding, dysmenorrhoea and menorrhagia had resolved, the dyspareunia had not resolved and the cough and asthma outcome was unknown. The reporter considered asthma, coital bleeding, cough, device expulsion, dysmenorrhoea, dyspareunia, medical device site inflammation, menorrhagia, pelvic pain, uterine inflammation and vulvovaginal mycotic infection to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: right essure coil appears to extend to the level of the endometrial stripe.. Diagnostic results: physical exam on (B)(6) 2015: uterus was mildly tender, ¿concerning the injuries reported in this case, the following one/ones were described in social media dry cough." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.